Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited greater than 2000 ohms impedance, loss of capture and was fractured. The lead was capped and replaced.